Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.